Manufacturer narrative:
The reported event of difficulty removing the atrial and ventricular leads was confirmed. Analysis revealed there was blood accumulation in the atrial and ventricular connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. The setscrews had no effect on lead removal since they had been untightened normally by the physician and the leads still were difficult to remove from the header. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connector ports at time of implant.

Event description:
During device replacement for normal battery depletion, there was difficulty disconnecting the right ventricular (rv) lead and the right atrial (ra) lead from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.